Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the manifold assembly leaking. Additional malfunctions were the power switch on the control panel had a short circuit.